Manufacturer narrative:
The exact age of the patient is unknown, however, over 18 years old. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, the failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when the peg tube was placed, it was noticed endoscopically that the bolster was torn. The device was not checked prior to use. This device remains implanted in the patient and will be replaced during the next scheduled routine replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.